Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller (hcp) noted patient (pt) to have MRI to potentially remove the system. Caller noted patient hasn't used the therapy in over 2 years following a fall. Patient had reported to caller that the fall cause things to move inside her and is scared to turn stim on. Pt called back later from number registered re-reporting information previously documented in this case. Pt said they got the ins in 2018 and in the beginning it worked and was helping them but then covid hit and they stopped using it, and it no longer did anything. Pt said they hadn't follow up with the hcp at all. Pt said this last mother's day, they were taking a bath, slipped, and fell. Pt said they heard and felt a pop. Pt said the ins had moved, they are very skinny and can see/feel that the ins has moved. Pt said it was now crammed up against a bone. Pt said it hurts them to do anything and they haven't been able to work since. Pt said they had then called pain management who told the pt that their surgeon no longer works with mdt devices. Pt got an appt for august 2nd and their hcp redirected them to their neurosurgeon, (B)(6). Pt mentioned that they have a great big knot in the middle of their spine and said everything hurts. Pt also said they have issues with their bladder since they are 42 but if they feel like they need to go pee, if they don't go within 10-15 seconds, they will pee themselves because they cannot hold it. Pt said they were now scared to turn on the ins for an MRI because they already feel shocks and a paralyzing feeling. Pt said they had an x-ray and were supposed to have an MRI this morning but were not able to get the MRI without turning the ins into MRI mode. Pt mentioned that MRI facility said they had another pt (was not sure if it was mdt device) who had a similar situation where company said it was not safe to turn on ins, therefore pt said MRI facility sent something to the hcp. Pt also mentioned that they've had 4 screws and 2 brackets put in their low back. Pss reviewed MRI eligibility form and redirected pt to hcp. Pss also emailed reps for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated they have a knot on the middle of their spine, they are not sure if it¿s the leads have fallen and when the patient moves or the battery is bumped, the patient feels "that paralyzing feeling". Ever since their battery moved the patient can't hold their pee for longer than 10 seconds otherwise the patient is peeing on themselves. This happened in may and the patient could not be scheduled to be seen until (B)(6). The patient has a consultation on (B)(6) to find out when it can be removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.